Manufacturer narrative:
(B)(4). Method: device returned for analysis and analysis results are pending. (B)(4).

Event description:
Customer was using the ds3.5c monopolar device with a conmed generator (serial number (B)(4)) during a partial nephrectomy. Upon removal of a clamp and retractor a burn mark and charring on the renal vein and renal artery were noticed, as well as a burn (char burn) on the skin and a burn on the moist towel that was directly on the skin. The doctor utilizes the ds3.5c hand piece only to cut through the kidney tissue, and is only used for approximately 10-15 minutes of the case. The hand piece is only used directly on the kidney and did not come in contact with any other part of the patient or any other equipment. The ds3.5c was used interchangeably with a conmed monopolar hand control electrode, (reference number (B)(4), lot number 130805-5) which was also ground on the patient. Subsequent to the burn and charring, the patient presented with renal vein thrombosis although there was no evidence of the burn penetrating the vessel. There had been a potential to save 50% of the kidney, but due to the thrombosis, the whole kidney was removed. The doctor stated that removal of the whole kidney was always a possibility and is not necessarily due to the burn on the renal vein and renal artery. The doctor is not sure what caused the burns, as the hand piece never came in contact with the affected areas. To treat the burn on the skin, the doctor trimmed some extra skin before sealing the incision. The patient is recovering well and there are no post-operative complications.

Manufacturer narrative:
Product event#(B)(4) testing performed: complaint device: device: ds3.5c product code (sku): 13-121-1 serial / lot number: (B)(4) expiration date: 2018/02/04 quantity returned: 1 visual inspection: manner in which devices were shipped: returned in single corrugated cardboard box product was placed in single unsealed biohazard bag no packing insulation device was returned in product box along with the IFU and label inserts. The tyvek lid was also returned, but the tray was not. It was confirmed that the product information matched the reported information in gch. The tip protector was not returned. Device visual inspection: the following observations provide evidence that the device was utilized during a surgery, which corroborates with the reported event: device has charring on the tip there are small blood spots on the body there is still saline in the line the button has tactile feel a white substance was observed on shaft along the edge where the shaft insulation overlaps the heatshrink of the probe (molded extension tube 20-0824 and probe assembly 40-1035). The white substance appeared organic and was easily removed upon wiping of the device. Functional inspection: resistance and continuity was measured with a digital multimeter (eqp# 681, calibration due date: 4/2014) and confirmed on all circuits of the device per 61-10-0007, rev k. Product specifications 31-10-1326, rev I, section 4.28 states: the button circuit must have continuity with a resistance of less than 3.0 ohms measured 1.4 ohms from the probe tip to the appropriate plug prong (the prong that¿s more separated from the other two). This met product specification. Measured 1.3 ohms from center prong to the probe tip when the button was depressed. This met product specification. Because the reported event indicated that there is a potential to cause burns, it was determined that there were associated risks with hooking the device to a generator and activating the device. It was decided that the device would first be checked for potential hipot failures. The device was thoroughly cleaned with germicide and bleach the device was low-frequency wet hipot tested per 61-10-0322, ref f. The hipot generator (eqp 025, calibration due: 4/2014) was set to the following settings per the product specification 31-10-1346, rev I, section 4.14: frequency: 60 hz voltage: 4458 vrms dwell time: 30 seconds maximum leakage current: 0.50 ma the device immediately failed hipot at 4.45 kv. In order to determine the voltage at which the device exceeded maximum leakage current and failed, a ramp time of 30 seconds was added the settings. The device was retested. The device failed at 4.03 kv at 28 seconds during the ramp in order to isolate the failure, the saline-soaked paper towel was reduced to just approximately an inch in width and was wrapped around the joint area where the molded extension tube and probe assembly overlap (identified as a potential area of failure). This section of the shaft passed wet hipot. The test was rerun to confirm the pass result. The saline-soaked paper towel was then wrapped around the area where the shaft meets the body. This isolated area failed hipot at 3.786 kv during the ramp stage. The device was retested at this location and again failed at 3.786 kv. This isolated the hipot failure to the area where the shaft and body meet. A recorded failure at this location was unexpected as the molded extension tube covers the probe (which is insulated with heatshrink), so in order for a dielectric failure to occur here, there would need to be a breach through both the heatshrink and the molded insulation tube. The risk of this occurring is very low. It was decided to test the device with the dry hipot method utilizing the hipot nest. The device was subsequently tested for dry hipot to ensure that the dry hipot conducted during in-process manufacturing would detect this failure. Because wet hipot is a destructive test, testing dry hipot was done to confirm that the device would fail, which if it did not, would indicate that the hipot nest was insufficient in detecting failures. It does not definitively conclude that the hipot nest would have caught the failure, since repeated tests at wet hipot could have caused the compromise to the insulation to become larger and easier to detect during dry. The same hipot generator (eqp 025, calibration due: 4/2014) was utilized. The settings were set per the product specification: 31-10 -1346, rev I, qc test standard item 12 for dry hipot utilizing the monopolar hipot nest (eqp 547, no calibration required, fixture 90-1214): frequency: 60 hz voltage: 3000 vrms dwell time: 30 seconds maximum leakage current: 0.50 ma a ramp time of 30 seconds was also included in the testing in order to determine the voltage at which the device exceeded the maximum leakage current. The low frequency dry hipot was performed. The device failed at 2.90 kv at 2 seconds left in the ramp period. The device was retested and failed at 3.00 kv at 4 seconds into the dwell period. The device was then examined to establish where the compromise to the insulation was located. Since it had been determined during wet hipot that the failure was isolated to the area where the shaft met the body, this area was the main area of focus. A small section of body half appeared discolored and partially melted was observed in this area. See figure 1. To allow for efficient examination of the shaft assembly the device was cracked open to expose the shaft and the internal components. See figure 2. Note that the insulation from the molded extension tube of the shaft goes well into the body half, so there is minimal risk from a design perspective that would allow for dielectric failure in this area, see close-up of figure 3. It was observed that there was a small section of the body half that appeared slightly melted with discoloration. This was a potential indicator that the failure where electrical leakage occurred was located. Figure 4 demonstrates this section of melted body half. The plausibility of a dielectric failure occurring in this location is very low. Another likely explanation of the this observation is welder flash. This area of the shaft extension tubing was extensively examined for holes in the insulation. A small divot along the edge of where the shaft met the body half was observed; see figure 5. It could not be confirmed though whether there was a puncture through the molded extension tube. In addition, the heatshrink of the probe which was located underneath the molded tubing was examined, but no opening in the heatshrink could be observed. Because no gap in the insulation could be verified, it was decided to wet hipot test the shaft again to identify a clearer location of where an opening to the insulation was located. Continuity and resistance readings utilizing the digital multimeter (eqp# 681, calibration due date: 4/2014) were checked prior to any further testing to ensure that continuity was still present in the probe assembly (the device with the two body halves removed). The probe assembly was low-frequency wet dielectric tested per 61-10-0322, ref f. The hipot generator (eqp 025, calibration due: 4/2014) was set to the following settings per the product specification 31-10-1346, rev I, section 4.14: frequency: 60 hz voltage: 4458 vrms dwell time: 30 seconds maximum leakage current: 0.50 ma the device passed the testing and met specification the saline-soaked paper towel was removed and re-wrapped around the shaft and the test was run again. The device passed. The device was tested an additional ten runs, and each did not exceed the maximum current leakage during a 30 second dwell and passed dielectric requirements. During these tests, the paper towel was thoroughly soaked in saline to allow for optimal conductivity. The towel and aluminum foil were removed and reapplied after each run. Two independent engineers reviewed the test setup to confirm it was correct per 61-10-0322 procedures. The body halves were places back around the probe assembly to simulate a complete device. The last three runs were done with the molded extension tube removed to challenge the probe under worst-case conditions. Even with these repeated tests, the hipot failure of the device could not be replicated. Because wet hipot procedures could not reproduce one occurrence of hipot failure or replicate previous findings, dry hipot was performed to verify that an equivalent method would also not detect a failure. Dry hipot was performed per the following settings: the same hipot generator (eqp 025, calibration due: 4/2014) was utilized. The settings were set per the product specification: 31-10 -1346, rev I, qc test standard item 12 for dry hipot utilizing the monopolar hipot nest (eqp 547, no calibration required, fixture 90-1214): frequency: 60 hz voltage: 3000 vrms dwell time: 30 seconds maximum leakage current: 0.50 ma the device passed dry hipot. This was repeated for two additional trials which both passed and met dielectric requirements. The hipot failures originally observed could not be reproduced in all subsequent trials. Lhr review: the lhr was reviewed and there were no hipot failures noted on the record. The lhr stated 100% of devices shipped passed in-process hipot. Note, that hipot failures caused during the manufacturing would have likely been scrapped, and not indicated on the record. Investigation conclusion: the complaint cannot be confirmed. Based upon the information from the reported event and the evidence from the investigation and the inability to reproduce initial failures of low frequency dielectric requirements after multiple replications (ten trials ¿ wet, two ¿ dry), it is inconclusive whether the device meets specification. The device repeatedly met low frequency dielectric requirements, but initially failed them either due to errors during the testing process or due to irreproducible conditions of the device as it was initially received. Because neither can be concluded as definitive, the final conclusion will be identified as not confirmed. Further, according to the reported event, the handpiece was ¿only used directly on the kidney and did not come in contact with any other part of the patient or any other equipment¿. Because of this, it¿s difficult to conclude whether a plausible dielectric failure in the device would cause burning in areas that the entire handpiece did not come in contact with. While it is plausible that failures in the insulation of the shaft could result in electrical shock to either the patient or the user and these shocks could have the potential to cause ¿burning¿ to tissue, it¿s unclear under what circumstance a burn could be induced to the patient¿s skin without the handpiece coming in contact with the patient (it only came in contact with the kidney). Considering the location where the initial failure was isolated to (the area where the shaft meets the body), it¿s highly improbable that a hipot failure could occur, since both the molded extension tube and the heatshrink would need to be compromised in the same location in order for even the possibility of exceeding maximum current leakage, and no evidence was found to support this. The probability of occurrence of this is very low. Plausible explanations for the discrepancy from initial hipot failure results to the subsequent passes are as follows: the initial testing was done incorrectly ¿ there is a possibility that saline was in contact with the tip whether on the test bench, or along the shaft, that was not observed. This would result in a failure and cause a second failure to occur since the tests were run back to back. This is also a possibility when the device was tested from dry hipot and some saline was still present from the shaft to the tip. It¿s possible that saline could have run down the inside of the molded extension tubing to the rubber end, where it was able to pass through the seal to the shaft. There is no evidence that this happened, and the seal appears at it should, and is specifically designed to prevent this, but the plausibility of this occurrence still remains since there are limited explanations as to how a device would fail hipot testing and then continually pass it. It is recognized that the explanations are remote and unlikely, but there are few plausible conclusions. Considering the evidence from both the investigation and the reported event, the complaint cannot be confirmed.

Event description:
Customer was using the ds3.5c monopolar device with a conmed generator (serial number (B)(4)) during a partial nephrectomy. Upon removal of a clamp and retractor a burn mark and charring on the renal vein and renal artery were noticed, as well as a burn (char burn) on the skin and a burn on the moist towel that was directly on the skin. The doctor utilizes the ds3.5c hand piece only to cut through the kidney tissue, and is only used for approximately 10-15 minutes of the case. The hand piece is only used directly on the kidney and did not come in contact with any other part of the patient or any other equipment. The ds3.5c was used interchangeably with a conmed monopolar hand control electrode, (reference number 130307a lot number 130805-5) which was also ground on the patient. Subsequent to the burn and charring, the patient presented with renal vein thrombosis although there was no evidence of the burn penetrating the vessel. There had been a potential to save 50% of the kidney, but due to the thrombosis, the whole kidney was removed. The doctor stated that removal of the whole kidney was always a possibility and is not necessarily due to the burn on the renal vein and renal artery. The doctor is not sure what caused the burns, as the hand piece never came in contact with the affected areas.